Manufacturer narrative:
The complaint device was not returned by the reporting party. Therefore, inspection of the device could not be performed, however, this event is being acknowledged to be used for trending purposes. The root cause for the mace (major adverse cardiac event) and ppmi (periprocedural myocardial infarction) could not be definitively determined. Based on the physician's opinion, the physician reported that the shockwave medical ivl procedure caused the ppmi. It is also noted that pain and myocardial infarction are documented adverse effects in the device IFU. The device was not returned for investigation; however, there was no reported device malfunctions. The lot code of the returned device was not provided. Therefore, review of the device manufacturing and test documentation could not be completed. However, swmi has tests and procedures in place to ensure device lot acceptance prior to releasing for distribution.

Event description:
A 3.5mm ivl catheter was used to treat a long 32mm mlad lesion. During energy delivery, the patient experienced severe chest pain with no evidence of major dissection; all 80 pulses were delivered and the patient was stented after the successful ivl procedure. There were no device malfunctions noted. The patient was kept in the hospital overnight and the chest pain was resolved 12 hours post procedure and the patient discharged. The physician indicated that the chest pain was due to ivl.